Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6)product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6)explanted: (B)(6) product type catheter h3: analysis of the pump revealed significant damage to the reservoir septum that had occurred while implanted; the septum was found to be leaking. The returned pump was interrogated and as per the logs, dilaudid with concentration 15.0 mg/ml was being administered at a dose rate of 6.751 mg/day as of (B)(6). A partial catheter was also returned. Analysis of the returned catheter revealed damage to the transition tube of the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that the device was explanted and would not be replaced in the future. The reason for explant was unknown but the representative was not made aware of any complaints. No patient symptoms were reported and no further complications were reported or anticipated. Additional information was received on 2020-apr-02 from a healthcare professional (hcp). It was reported that the pump was explanted due to pump failure. It was reported that there was an infection that was diagnosed early prior to surgery by culture. It was reported that the patient¿s pain was no longer controlled by the pump. No further complications were reported.

Manufacturer narrative:
The initial reporter's contact information / street address and postal code was corrected/updated. If information is provided in the future, a supplemental report will be issued.